Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test. No unexpected compromised force sensor system alarm. Unit had minor scratched lcd window, cracked reservoir tube lip and cracked end cap. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm. The customer's blood glucose reading was 10.2 mmol/l. The customer stated that he was not able to fill the tubing. The customer was not able to clear the alarm. The insulin pump was returned for analysis.